Event description:
It was reported to kendall healthcare in 2001, that when the dialysis catheter was inserted into the sheath and the sheath was attempted to be peeled away, the top bit of the sheath on one side got torn and separated from the rest of the sheath. Sheath could not be peeled properly after that. The procedure had to be abandoned. There were no immediate complications from the procedure.